Manufacturer narrative:
Corrected data: h6: device code and eval code method. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: biscaglia s et al. Angina and left ventricular dysfunction: can we 'reduce' it? Eur heart j suppl. 2019 apr;21(suppl c):c28-c31. Doi: 10.1093/eurheartj/suz045. Epub 2019 apr 10. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a literature case report regarding a (B)(6) year-old caucasian female patient with a history of angina, coronary artery stenting, coronary artery bypass graft, and surgical aortic valve replacement (bioprosthesis manufacturer not identified). Ten years after surgical aortic valve replacement, the patient presented with heart failure and angina and underwent successful transcatheter valve-in-valve implantation with a 23 mm medtronic evolut r (serial number not provided) for degeneration of the surgical bioprosthesis. Echocardiography showed moderate left ventricular ejection fraction reduction (40%) with normal function of the evolut r prior to discharge from the hospital. At an unknown duration following valve-in-valve implantation, the patient was evaluated for recurrent effort angina and echocardiography exhibited a moderate reduction of the left ventricular ejection fraction (38%) with normal function of the evolut r. The patient¿s medication regimen (bisoprolol and ivabradine) was adjusted which helped to improve the angina symptoms. Six months later, the patient was admitted for a non-st segment elevated myocardial infarction complicated by heart failure. Echocardiography revealed good function of the evolut r and a left ventricular ejection fraction of 36%. Coronary artery angiography was performed and showed occlusion of the left main artery that may have been caused by dislocation of the evolut r. Subsequently, drug-eluting balloon percutaneous coronary intervention (pci) was performed. Despite the successful pci and increased ivabradine dosage, the patient continued to complain of angina. Four months later, the patient underwent coronary sinus reduction with the implantation of a non-medtronic reduction device for refractory angina. Two months later, angina was noted to be improved and then the patient was reported to be angina free at an unspecified time afterward. No additional adverse patient effects or product performance issues were reported.